Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-10102. 1818910-2014-13944 will be rejected. 1818910-2013-10102 will be kept for investigation purposes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2009, he noticed a clicking noise. On (B)(6) 2009, revision (of hip head and inlay) because of luxation of the inlay. Please note: patients implant passport shows 2 (two!) Inlay labels. At this time, we do not know which inlay was implanted.